Manufacturer narrative:
Advanced bionics considers this investigation into this reported event as closed. The company was informed that the patient elected to discontinue using the device. The device remains implanted. This is the final report.

Event description:
The patient was reportedly experiencing intermittencies. External equipment was exchanged and programming adjustments were made; however, this did not resolve the problem. Surgery to explant the patient's device was not performed due to patient's poor health.